Event description:
The event was reported to custmer service via a phone call in 01/09/2006. Customer states that the machine started smoking and it had a burning smell. The unit has been received for evaluation. Upon evaluation, the unit will not power up. The unit will be forwarded to the manufacturer for further analysis.